Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products (mersilene suture) involved caused and/or contributed to the post-operative complications (pinna infection (n=6), erythema, swelling and blistering (n=14), bleeding (n=1), suture breakage/extrusion (n=8), skin necrosis (n=1), abscess or persistent discharge and suture breakage/extrusion(n=8)) described in the article? Please specify. Does the surgeon believe there was any deficiency with the ethicon products ( mersilene suture) used in this procedure? If yes, please provide patient demographics for the patients that experienced the post-operative complications (suture breakage). Please specify medical/surgical intervention provided for each patient with post-operative complications (suture breakage). Please clarify if there were any patient consequences in cases with suture breakage post-op? If yes, please specify. Were these cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Citation: international journal of pediatric otorhinolaryngology 137 (2020) 110246 https://doi.org/10.1016/j.ijporl.2020.110246. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Cases with adverse events were submitted via 2210968-2021-00681. Cases with breakage suture post-op were submitted.

Event description:
Title: outcomes and complications of incisionless otoplasty a retrospective observational study and a review of the literature. Authors: ovie edafe, kalliopi argyriou, and mahilravi s. Thevasagayam. Citation: international journal of pediatric otorhinolaryngology 137 (2020) 110246 https://doi.org/10.1016/j.ijporl.2020.110246. The aim of this retrospective study is to determine the safety and efficacy of incisionless otoplasty in the authors unit. Between 2008 and 2017, 32 patients (n=20 female and n=12 male with a median age of 9.9 years) underwent bilateral and unilateral incisionless otoplasty to correct prominent ears. During the procedure, mersilene 3-0 sutures (ethicon) were used for percutaneous placement for mustarde sutures via a posterior approach to create the neo-antihelix and medialise the pinna. Post-operative complications: suture breakage (n=8), suture breakage may be related to the suture material, the stiffness of cartilage or tension used in suture placement. Incisionless otoplasty was associated with high success and satisfaction rates. A previously undescribed complication of early postoperative erythema, swelling and blistering may be unique to this technique. This procedure should be further evaluated to identify risk factors and preventative measures to reduce complications.